Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to suboptimal position as the valve was implanted deep, as it was reported. However, a conclusive cause could not be determined from the limited information available. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). Potential factors that can influence inaccurate delivery include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications, and tension applied on the delivery catheter system (dcs) during positioning. A root cause of the deep implant depth, as it was reported, could not be determined from the available information.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that seven days following the implant of this 31 mm transcatheter bioprosthetic valve, a 29 mm second valve was implanted valve-in-valve due to moderate paravalvular leak (pvl) and the deep position of the first valve. Following the second valve implant, the moderate pvl remained. A balloon aortic valvuloplasty (bav) was performed but did not reduce the pvl. No further treatment was prescribed. The perimeter of the native annulus was reported to be 91.1 mm. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.